Event description:
It was reported that lead integrity alert (lia) triggered for oversensing and noise. It was also reported that there may be a lead fracture. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.